Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered a monophasic defibrillation pulse) has been confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to a thermally damaged t3 transformer on the defibrillator pca. The root cause for the damaged transformer could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it delivered a monophasic pulse.